Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: asm0113-03r, serial/lot #:2.3-132. An analysis of the software export and logs was completed. Clinical export data file was inspected. The provided export holds only t1 and t2 fusion. Additional information was not available and there was not enough information to complete the analysis. Hardware analysis of the rbt device was completed. Visual/physical examination and functional testing found the device was not accurate, the cable was torn/failed, and the jacket was torn. The cable and jacket were replaced. The device was recalibrated and passed all testing. C62961, 180 and 4307 are for asm0113-03r. 114 and 4315 were for the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system was inaccurate. The rbt device was about 4.4 mm inaccurate and 3 mm short when a post-op spin was taken. The rbt device passed all accuracy tests and nothing out the ordinary was noted by the surgeon. There was no patient harm and the procedure was not delayed.

Event description:
Additional information received from a manufacturer representative reported that there were no patient symptoms related to the deviated screws. The screws were not repositioned as the surgeon was pleased with the results. The cause of the inaccuracy was not determined.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.